Event description:
This was the first coil to be deployed into the aneurysm, location unknown. As the coil was being repositioned, it prematurely detached. The physician retrieved the coil using a microsnare and the procedure was completed using other coils. There was no reported injury to the pt who was stated to be in "good condition" post procedure.